Event description:
I started developing pain in my right breast, rashes that wouldn't go away, food intolerances, frequent infections (uti, sinus, ear, bug bites, etc.), brain fog, inflammation, painful joints, muscles, unable to lose weight, swollen lymph node, anxiety, depression, fatigue and weakness. These symptoms started to appear and only got worse overtime.